Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator u148, on the system pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the service indicator and event codes logged in their device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that intermittently, the device would not defibrillate and there was a disarm message. As a result, the device may not be able to deliver defibrillation energy, if it were necessary.